Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during equipment preparation, the cardiosave intra-aortic balloon pump (iabp) unit screen flicking. There was no patient injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they checked all connections with the display. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a